Event description:
Additional information received reported that the patient was having no symptoms. The reporter was asked to do a critical stop due to the fact the pump had been empty for a while and the physician at the nursing home wanted it off.

Event description:
It was reported that a critical alarm was occurring due to zero ml reservoir volume was reached. The pump had reportedly been empty since 2015-(B)(6). The healthcare provider (hcp) and the patient¿s family were electing to abandon the therapy due to the patient¿s age; the patient was also on hospice. The pump off authorization form was completed and returned to the manufacturer. The hcp would be with the patient on 2015-(B)(6) and would call to obtain the code to program the pump to off state. The pump system was being used to infuse an unknown medication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type: catheter. (B)(4).